Event description:
It was reported that the patient was hospitalized with intra-abdominal bleeding on (B)(6) 2025. They received 20-39 ml/kg units red cell count (rcc). The lab values for the patient were taken closest to the event were prothrombin times (inr) at 3.0 iu, activated partial thromboplastin time (aptt) at 54 seconds, and platelet (plt) 41.0 ×104/l. The patient had developed acute generalized peritonitis due to the intraabdominal bleeding. The patient underwent blood transfusion and reoperation as treatment. The cause of the bleeding was reported as complexities of medical management. The patient had been on heparin and warfarin at the time of the event. The causal relationship was considered low but could not be denied because of the hemorrhage occurring during blood thinner use.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No infection was confirmed. The bleeding reportedly resolved.